Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ping meter read inaccurately low. The medical surveillance specialist (mss) spoke to the reporter on (B) (6) 2010, and was able to obtain/verify information. The patient tests his blood glucose 8-10 times a day. He manages his diabetes with novolog insulin via an insulin pump. The patient takes bolus doses of novolog insulin based on his meter readings. The reporter indicated that the alleged issue started on (B) (6) 2010, at an unspecified time. However, the reporter was unable to recall what meter readings he had obtained that day. After dinner on (B) (6) 2010, the reporter claimed that the patient had developed symptoms of feeling high and thirsty. She was unable to recall what time dinner was eaten. Since the patient was feeling high, the patient tested his blood glucose and got a result of "54 mg/dl" which the reporter felt was inaccurately low compared to how he felt. After testing, the patient administered self-treatment drinking a whole bottle of water. Later, that same evening, the patient still felt high and thirsty. The patient retested with the lfs meter and the reporter claimed that he got another inaccurate low blood glucose reading of "82 mg/dl." The reporter then treated the patient with cheese and a box of juice based on the "82 mg/dl" reading. The patient mentioned that all his results earlier that same day seemed to have been normal and were around "70-80 mg/dl." However, the reporter concluded that possibly the patient's blood glucose levels had been higher all day than what the meter was showing. At 9:50 pm, that same evening, the reporter attempted to test the patient while he was sleeping. She was unsure if he was still symptomatic at the time. The reporter claimed that she kept getting an "error 5" message using two different bottles of test strips. Since she could not get a reading, the reporter tested the patient at 10:00 pm that same night with an old non-lfs meter that they had and got "82 mg/dl." The reporter admitted that the test strips she used with the non-lfs meter were old and expired. However, she no longer trusted the lfs meter and decided to test the patient with the non-lfs meter. By 1:00 am, the patient's blood glucose was tested on the non-lfs meter and a result of "400 mg/dl" was obtained. The patient was treated with a bolus insulin dose of 1 unit. At 3:30 am, his blood glucose dropped to "200 mg/dl" on the other meter. By 6:45 am he got a reading of "111 mg/dl" on the other meter. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly obtained meter results of "54 and 82 mg/dl" which did not correlate with his symptom of thirst which can be associated with hyperglycemia. The reporter also claimed that the symptoms developed a day after the alleged issue began.